Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure due to the cuff not closing when the physician tried to cycle the device. During the intervention the existing balloon was removed and replaced with a new one. Upon explant no fluid was noticed in the system. The patient did not experience any patient complications related to the device. It was stated that there was nothing more to add. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
E1, h2, h10 field change. Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure due to the cuff not closing when the physician tried to cycle the device. During the intervention the existing balloon was removed and replaced with a new one. Upon explant no fluid was noticed in the system. The patient did not experience any patient complications related to the device. It was stated that there was nothing more to add. No more information available at the moment. Should additional information become available, it will be provided.